Event description:
It was reported that the right atrial (ra) lead was undersensing. It would recognize atrial fibrillation (af) in bipolar but not in unipolar configuration. Programming options were discussed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).